Manufacturer narrative:
Initial.

Event description:
It was reported that while filling the tubing, the ilet repeatedly displayed ¿unable to proceed,¿ and despite a dry run, reseating supplies, and a device restart, the alert recurred; this was associated with a delivery motor communication error consistent with a failure to infuse and implicated the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a delivery motor communication issue leading to failure to infuse, with the circuit board identified as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.